Manufacturer narrative:
The reported events were lead dislodgement and high pacing impedance. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning blood and tissue from the helix, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of high pacing impedance was not confirmed. Electrical testing, visual and x-ray examinations found no anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited high pacing impedance and had dislodged which was confirmed via fluoroscopy imaging. As a resolution the rv lead was not implanted, and a replacement lead was implanted instead on (B)(6) 2025. The patient condition was stable.